Manufacturer narrative:
The customer did not return the suspected product for evaluation. The in-house contour next ez meter was tested with the in-house contour next test strips from lot # 8hpeg12a, which gave satisfactory performance.

Event description:
At 7:47 p.m., the customer obtained a blood glucose reading of 299 mg/dl on a contour next ez meter. Within 10 minutes, a reading of 141 mg/dl was obtained on an alternate contour next ez meter. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.